Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s father reported that he was not present during the event, but his wife had called 911 because the patient was not breathing, had seizures and lost consciousness due to unknown causes. Before the event, the wife had noticed that the patient was receiving inaccurate readings (no cgm or bg values provided). The patient was able to be stabilized at home by the paramedics but due to the panic situation the wife was not able to get details of the medications given to increase his bg. The paramedics stayed for about an hour and the patient was not taken to the emergency room (ER). They disconnected the patient¿s omnipod insulin pump. When he woke up, he had soreness, muscle tightness and aches from the seizure. The parents and patient no longer remember the readings on the cgm or bg meter. At the time of the report the patient was stable and recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.